Event description:
The patient was bilaterally implanted with siltex low bleed gel-filled mammary prostheses. Subsequently, the patient experienced bilateral capsular contracture and pain. The devices were removed on 12/3/98.